Event description:
It was reported that due to unspecified damage to the pump housing, it was difficult to load the cartridge. Multiple cartridges were used. The customer's blood glucose level was 342 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.